Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite following the customer allegation that smoke was coming out of the technical room and the fire brigade was onsite. The fse confirmed that the oil had leaked from the cooling unit which was caught in the drip trays below. Upon further inspection, the fse confirmed there was no evidence of burns on the cooling unit or smoke in the technical room. The fse replaced the cooling unit in the e-cabinet. Following the replacement of the cooling unit, the system was returned to use in good working order. A root cause of the smoke was unable to be determined, as the oil caught in the drip tray was not heated enough to evaporate and create smoke. The flash point of the oil is around 160 degrees and in-house testing confirmed no component of the cabinet reaches above 70 degrees, even under extreme conditions. Further failure analysis of the defective cooling unit is not possible as the part was scrapped. As such, a root cause for the reported smoke and the leaking oil could not be determined. The current observed failure rate of the cooling unit (certeray) is 2.0% for all installed components, and the acceptable rate set forth in the risk analysis file is 6.0%. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was smoke came from the technical room and the fire brigade was onsite. The system was not in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.